Manufacturer narrative:
The performance testing was within specification. Based on the provided alarm trace there was a significant number of sample aspiration alarms on the day of the event.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer complained of a discrepant elecsys ferritin result for 1 patient on a cobas 8000 e 602 module. The initial ferritin result was 0.858 ug/l and the repeat result was 96.43 ug/l. No erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The ferritin reagent lot number was 29670100. The expiration date was asked for but not provided. The provided calibration and qc were acceptable on the day of the event.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.